Event description:
Additional information: it was reported that patient was admitted on (B)(6) 2018 due to elevated lactate dehydrogenase (ldh) with concern for pump thrombosis. Ldh returned to normal and urine remained clear. A 4-d CT scan was performed which indicated a possible kink in the outflow cannula. Multiple attempts were made to measure the pressure gradients at the point of cannula and were unsuccessful. Patient was readmitted for pump exchange. Patient reported no further issues. Weight was stable. Patient took torsemide. However, patient continued to have numbness to lue and left ear. No neurological symptoms were observed. No further information was provided.

Manufacturer narrative:
The evaluation of (B)(4) did not reveal a device related issue. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The submitted log file appeared to show the system operating as intended. All of the recorded elevation appeared to be associated with pi events. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Device thrombosis is listed (in the heartmate ii IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 2 years, 8 months, 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that pump thrombosis was suspected. Manufacturer's technical service representative reviewed the log files but did not find any unusual events. Additional information was requested but not yet provided.

Manufacturer narrative:
Outcomes attributed to adverse event. Additional information: expiration date; date received by manufacturer; device manufacture date.

Event description:
Additional information: on (B)(6) 2018, log files were sent suspecting a pump thrombus which came negative. On (B)(6) 2018, patient underwent a pump exchange. As per physician, the pump had a clot due the outflow graft position which resulted in kink causing the clot. Pump was returned but not yet received. No further information was provided.